Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was elevated; however, the customer was not sure if the occlusions were the cause. As the customer was not receiving an alarm, when tandem technical support was contacted, trouble shooting to determine a possible cause of these past occlusions was unable to be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.